Manufacturer narrative:
Technician evaluated the device and found the unit delivering a very low energy output that was beyond the -/+20% acceptable specification range. The optics were damaged, while device's arm mirrors were out of alignment. The optics and device's arm mirrors were both found covered in dust. So this required the technician to replace all the device's arm optics, clean off the dust buildup, and perform alignments on the mirrors. Technician then performed system calibrations and inspection of all optics (device arm and handpieces). Device is now operating within specification following the system repairs. Per the operator's manual, the device must be routinely cleaned, otherwise any dirty optics can cause a reflection of laser light back into the articulated arm and damage the arm mirrors/optics. The operator manual also recommends cleaning the device's mirror/optics every (3 - 6 months) as part of the proper routine maintenance for device operations. Since the customer had not done this, the buildup of dust and very low output would be attributed to this. The lack in proper maintenance of the device demonstrates operator error in this incident as well. This incident is reportable because the device operated out of specification range.

Event description:
The device was found operating beyond specification range, delivering a very low energy output.